Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient stated that they had low power advisory and emergency backup battery (ebb) fault while they were getting their ebb exchanged. The low voltage advisories were happening at home on batteries and the mobile power unit (mpu). The patient stated they were brief (3-4 seconds) then they would go away. The patient had cleaned the battery clips. Log files were sent in for analysis to verify but it seems the site might exchange their system controller. The log files were reviewed and recorded several low power advisory events while connected to battery power on (B)(6) 2025. These events were associated with a brief reduction in the relative state of charge (rsoc) signal values. A voltage reduction was not recorded during these events. The reduction in the signal values was causing the low power advisory alarms. This was typically seen to be associated with poor connection between batteries and battery clips. During a follow up call it was noted that these events seemed to have occurred while sitting or lying down which indicated that there may be misaligned pins on the battery clips. It was recommended that the battery clips be replaced and that all the battery connectors be cleaned as well as the universal battery charger (ubc) contacts. The periodic log file indicated that the ebb was used 19 times since (B)(6) 2025. This seemed like a separate issue. This could have indicated a loss of ac power at home. The event log files did not capture one of these no external power events so they were unable to be investigated further. As a precaution it should be verified the mpu is equipped with an ac power cord with a locking mechanism. A tug test could be done to verify the power cord was locked. The patient should also verify that the ac power cord is connecting securely to the home outlet. These recommendations were provided to the patient.

Manufacturer narrative:
Section d4: primary UDI corrected. Manufacturer's investigation conclusion: the reported event of a loss of power to the mobile power unit (mpu) was not confirmed. Log files were reviewed, and no losses of external power were captured. The mpu functioned as intended in the data reviewed. In the periodic log file, the backup battery use count was initially observed to be 17 on 24nov2024 and had increased to 36 by 06aug2025. The events leading up to the backup battery use count increases were not captured in the log file. The backup battery will support the system in the event that external power is not available and there was no indication of an interruption to system support. These events observed in the periodic log file are not an indication of an issue with the device and may be immediately resolved by the user without medical intervention. Attempts to obtain information about the event from the patient were made, but no response was received. The reported event could not be correlated to an issue with the mobile power unit. Device history records could not be reviewed due to the serial number of the mobile power unit being unknown. Heartmate 3 patient handbook (rev. G) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) (rev. G) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. G) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. G) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. G) and heartmate 3 instructions for use (IFU) (rev. G) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.